Manufacturer narrative:
The customer¿s report that the dosage unit was being displayed incorrectly under patient history was confirmed through the provided photos. There was no device malfunction occurred for the reported event. Laboratory testing performed with a known good designated complaints handling unit pcu, pca module and test dataset (choc v9.33 9_21) confirmed the dose units were displayed correctly under the patient history section. The hospital's dataset (ddsch (B)(6) 2022) was also uploaded to the known designated complaints handling unit pcu and pca module for testing. A test infusion using "fent 2mcg/bup 0.125%" was programmed and patient history was reviewed. It was confirmed that the drug name and dosing unit did not match. In review of the hospital¿s dataset (ddsch (B)(6) 2022), it was observed that the drug name did not match the dosing unit. Drug fent 2mcg/bup 0.125% was set to ¿ml only¿ under the concentration option. The source pcu nor logs were not received for this investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Customer provided sample photo only. No device was returned.

Event description:
It was reported that the device displays total drug as mg for single medications on pcu and ml for combination medications with epidurals. The alaris "clear history" screen reflects the total amount of morphine & dilaudid received by the patient in "mg". But whereas the fentanyl with bupicivaine alaris "clear history screen" shows the total amount of drug in "ml" instead of dosage unit. Customer is requesting to have the pump read "total drug volume" instead of "total drug". There was patient involvement but no harm.